Event description:
The caller stated that this tracheostomy tube was per the directions for use. It was placed in the patient in 2009. They changed the cannulas daily. They noticed that there was a leak the following month. The tracheostomy tube was swapped. They placed the tracheostomy tube in water, and noticed a pin hole on the pilot balloon seam.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.